Event description:
International affiliate reports a plate was removed because of loosening at c3. (Section d10; concomitant medical products.) Also removed were four cancellous bone screws, catalog number 46-4196, which are subjects of this medwatch report. It is unclear if the loosening has been attributed to any or all of the bone screws or the plate.